Manufacturer narrative:
The alarm log was checked on screen and reviewed. Time period: (B)(6) 2024 to (B)(6)-2024, multiple entries of n185(peak proximal occlusion a non-delivery) / n183(peak proximal occlusion b non-delivery) were found on (B)(6). No major complaint related alarms in log. The following was noted in the ¿as found condition¿: device is in general good condition. The device passed inspection and all performance verification test (pvt)without any issues. The device was functional as per specification. The complaint cannot be confirmed, since no problem was found. Conclusion ¿ engineering ¿ engineering couldn¿t confirm the customer complaint from the description provided and concludes that there was no abnormal shutdown or bootup from the logs provided. ¿ engineering concludes that the repeated peak proximal occlusion alarms and the back priming used to clear them led the nurse to describe the device as experiencing a "malfunction." ¿ since the alarm did not clear after multiple power cycles, engineering recommends service center to perform preventive maintenance tests. ¿ apart from this, engineering confirms that the device was working as expected.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump where it was reported the pump presents a malfunction- electrical problems sometimes turns off. There is unknown patient involvement, unknown adverse event or human harm.